Manufacturer narrative:
A ge rep evaluated ths system and repaired it. No further repair information is reported. The system operates as intended.

Event description:
It was reported that the customer could not log in to the system, which caused the system to not boot up. No pt injury was reported.